Event description:
It was reported that during preparation for a coronary drug eluting stenting treatment procedure, a shaft break occurred. While the device was being unpacked, it was noted that the device was deformed. When the physician attempted to advanced the 2.25x16mm taxus liberte stent delivery system (sds) into the non bsc guide catheter, the sds kinked and broke in the mid section of the device, making withdrawal of the sds from the guide catheter impossible. A 2.25x20mm taxus stent was used to successfully complete the procedure. No patient complications were reported with the patient's current condition listed as "stable".

Manufacturer narrative:
(B)(4).